Manufacturer narrative:
Device evaluation: the device has been returned and evaluated by product analysis on 02/04/2015 with the following findings: the black box contains information starting on 10/11/2014. The pump history for the complaint on (B)(6) 2013 has been overwritten due to continued use of the pump. The current pump history showed no alarms or warnings related to the complaint. There was no indication of hypersensitive keys on the keypad. A 1.0u/hr basal program was performed for 24 hours without any changes to the basal program or issues with delivery. The basal total daily dose and delivery total from the 24 hour duration test correctly matched in the pump's recorded history. The complaint could not be duplicated. Animas has conducted a review of the device history record for this pump and confirmed that it was operating within required specifications at the time of release.

Event description:
On (B)(6) 2013, it was reported to animas that a patient's pump was recording varying amounts of total basal insulin over the course of several days. This complaint is being reported because it was not resolved and the patient was unavailable for troubleshooting. There are no allegations of an adverse event associated with this complaint.

Manufacturer narrative:
The pump has not been returned to animas at the time of this report. If the device is returned, an evaluation shall be completed and a supplemental report will be filed. No conclusions can be made at this time.